Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy that was initiated on (B)(6) 2013 at 22:02:06. During night drain cycle one, the patient's ultrafiltration reading was 2138ml, indicating the home patient (hp) drained 2138ml more than their maximum programmed fill volume of 2800ml. No additional information is available.

Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume event was identified. The root cause of the reported issue was determined to be false empty detect at the initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.